Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was 90% stenosed. A 2.75x24mm promus element stent delivery system (sds) was advanced but could not cross the lesion and it was noted that the struts were damaged. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed distal and proximal stent damage. Strut rows at the distal and proximal ends of the stent were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The lumen and corewire were kinked along their entire length. The hypotube was also kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. Contrast media was present within the entire length of the lumen, therefore indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was 90% stenosed. A 2.75x24mm promus element stent delivery system (sds) was advanced but could not cross the lesion and it was noted that the struts were damaged. This product is only ous approved but it is similar to an approved us device.